Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device lot #: 9319743 was reported, however, this is not a lot# manufactured for this product. Medical device expiration date: unknown. (B)(4). Investigation summary: bd had not received samples, but 2 photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for sleeve fall off with the incident lot was observed. Additionally, 50 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to sleeve fall off as all samples met specifications. This complaint is unconfirmed because it is highly probable that the terumo vacutainer tube was used in (B)(6). The terumo product used in conjunction with our btd and other acquisition products sometimes is incompatible due to the design of the foil closure of the tube which is comprised of a centralize small hard septum surrounded by a stiff thin foil closure. This stopper design in some rare cases can trap the btd sleeve, causing it to pull off or be trapped and exposing the non-patient (np) needle. Without the sleeve in place, leakage occurs. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that during use the sleeve separated and fell off with a bd vacutainer® blood transfer device holder with female luer adapter. The following information was provided by the initial reporter, translated from (B)(6) to english: after transferring blood from syringe into 3 tubes using the btd, the sleeve was separated and fell into the 4th tube.